Event description:
After the implant procedure was completed, the patient experienced desaturation. Imaging confirmed the presence of a pneumothorax. A chest tube was placed by the physician, and the patient was admitted for observation. The condition resolved, and the patient was discharged after one week.